Event description:
A ventilator was returned to the manufacturer for service. The device had physical damage and was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's ac connector was found to have exposed contacts due to physical damage. The device also failed a step during testing. The device's ac inlet connector and oxygen blending module pca were replaced to address the issues.